Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for review during a patient's routine clinic appointment. The patient's flow was higher than usual, while lactate dehydrogenase (ldh) levels and other labs were stable. Blood pressure was stable at mean arterial pressure (map) 72 mmhg. Patient stated that urine was darker than usual, but was not tea/cola colored. The patient had been experiencing shortness of breathe for the past weeks to the last month. Followed by pulmonology as well for chronic obstructive pulmonary disease (copd) and asthma. The log file analysis revealed a power and flow shift on (B)(6) 2021. The flow and power appear to have gone above the baseline values. There were no notable alarm conditions. The elevated pump power was believed to be a thrombus in the pump. The patient was given heparin drip, and the patient's international normalized ratio (inr) goal increased to 2.5-3.0. The pump speed was adjusted during a transesophageal echocardiogram (tee/echo) and right heart catheterization (rhc) to optimize left ventricle function and size. The patient is not a candidate for pump exchange. The patient was continued on aspirin, plavix, and coumadin therapy. The patient continued to have shortness of breath and dark urine. The patient will be monitored and treated for shortness of breath.

Manufacturer narrative:
Manufacturer's investigation conclusion: power elevations were confirmed in the evaluation of the submitted log file. Although a specific cause for the change in pump parameters cannot be conclusively determined through this evaluation, the customer reported that they believed they were due to a thrombus in the device. A correlation between the heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. A review of the patient¿s log files revealed that on (B)(6) 2021, there was an elevation in pump power and flow. Pump power ranged from as low as 4.1 watts before (B)(6) 2021, to as high as 7.9 watts after. Estimated flow ranged from as low as 3.5 lpm before (B)(6) 2021, to as high as 9.9 lpm after. Average pi typically ranged from 2.7-7.3 with 213 pi events. There was a slight downward trend in average pi after (B)(6) 2021. No other atypical events were captured. A specific cause for the change in pump parameters could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate (hm) 2 left ventricular assist system (lvas), serial number (B)(6) until they experienced suspected thrombosis on (B)(6) 2021, which is reported under MFR # 2916596-2021-04789. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19apr2017. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.